Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting loss of capture, low shock impedance measurements and high capture thresholds. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: a1: patient identifier. D6b: explant date.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting loss of capture, low shock impedance measurements and high capture thresholds. Another lead was implanted instead. No further adverse patient effects were reported.